Manufacturer narrative:
The insulin pump was received with critical pump error alarm and pump error alarm due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The insulin pump was received with pillowing keypad overlay, cracked select button keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump received an alarm and insulin pump will not rewind. Blood glucose was unreported and no troubleshooting performed. The insulin pump was returned for analysis. No further information was provided.